Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('metal wires embedded in the corner of the uterine cavity') in an adult female patient who had essure (batch no. 508844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, lipoma, nabothian cyst, adenomyosis, dysmenorrhea and ovarian cyst. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / clotting"), abdominal pain lower ("cramping"), arthralgia ("severe joint pain, hip pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total robotic hysterectomy, right oophorectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain lower, fatigue, feeling abnormal, abdominal distension, back pain, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, depression, embedded device, fatigue, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a.cervix: multiple nabothian cysts b. Myometrium: adenomyosis c. Metallic wires consistent with the history of essure devices are present each cornual region. Lot number: 508844, manufacturing date: 2005-10, and expiration date: 2007-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('metal wires embedded in the corner of the uterine cavity') in an adult female patient who had essure (batch no. 508844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, lipoma, nabothian cyst, adenomyosis, dysmenorrhea and ovarian cyst. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / clotting"), abdominal pain lower ("cramping"), arthralgia ("severe joint pain, hip pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total robotic hysterectomy, right oophorectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain lower, fatigue, feeling abnormal, abdominal distension, back pain, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, depression, embedded device, fatigue, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a.cervix: multiple nabothian cysts. B. Myometrium: adenomyosis. C. Metallic wires consistent with the history of essure devices are present each cornual region. Lot number: 508844. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received. Reporter information, patient middle name, dob, medical history, product indication, lot number, event: metal wires embedded in the corner of the uterine cavity added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / clotting"), abdominal pain lower ("cramping"), arthralgia ("severe joint pain, hip pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, fatigue, feeling abnormal, abdominal distension, back pain, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, depression, fatigue, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / clotting"), abdominal pain lower ("cramping"), arthralgia ("severe joint pain, hip pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, fatigue, feeling abnormal, abdominal distension, back pain, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, depression, fatigue, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.